Manufacturer narrative:
(B)(4). The complaint f&p sleepstyle series CPAP was recently received at fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(4) reported via a fisher & paykel healthcare field representative that a pin from the mains inlet socket had come apart. There was no patient involvement and no user consequence.

Manufacturer narrative:
Ps298427 method: the complaint f&p sleepstyle series CPAP was received at fisher & paykel healthcare in new zealand and was visually inspected internally and externally. Results: visual inspection confirmed that one pin had detached from the mains inlet socket. Conclusion: the reported incident was traced to an issue in the assembly process of the supplied mains inlet connector component. The supplier of the component was notified and they have made changes to the assembly process. As part of our ongoing product improvement initiatives, we recently implemented a gauge test which identifies and rejects any potentially faulty mains inlet sockets prior to assembly into the sleepstyle. The subject sleepstyle was manufactured prior to implementation of these measures. Our user instructions that accompany the f&p sleepstyle state the following: - do not use if the device, power cord or accessories are damaged, deformed, or cracked. - do not pull on the power cord as it may become damaged. - turn the device off at the power supply, then remove the power cord from the rear of the device.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare field representative that a pin from the mains inlet socket had come apart. There was no patient involvement and no user consequence.